Event description:
In 2009, a customer reported that in 2009, his blood glucose meter would not turn on when the button was pressed and when the test strip was inserted into the port. As a result, the customer reported he was unable to test his blood glucose. The customer additionally reported that approximately three to four weeks prior to date of report, he became very dizzy and felt his blood glucose level dropping. The customer reportedly went to a hospital where he stayed for two days. Although the customer reported being diagnosed with severe hyperglycemia and treated with an unk intravenous medication, the diagnosis is not consistent with the reported symptoms. There was not report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.